Event description:
A user facility reported that when the intraocular lens came out of the injector, the haptic was bent. Additional information was received that indicated the patient had a posterior capsular rent. When the surgeon attempted to insert the iol, the leading haptic was bent and did not offer sufficient support. An attempt was made to straighten the haptic and re-insert the lens several times without success. The leading haptic progressed posterior to the capsular rent and the lens was lost into the vitreous. The surgical incision was enlarged and closed with a suture. The patient was referred to a retinal specialist, who later on the same day, performed a vitrectomy and placed a sulcus lens. The surgeon reported the use of an unapproved lens/cartridge combination. In a follow up, the surgeon reported the patient continues to have corneal edema. The surgeon reported the event was a combination of the lens, the injector and himself.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause appears to be related to a failure to follow the dfu. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information has been requested. (B)(4).